Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that during insertion the md noticed that the guide wire bent, this issue was confirmed. The customer returned one guide wire, one ars and various other components. The introducer needle was not returned. The guide wire had one kink near the distal end and the ars appeared typical and the plunger moved freely. The kink was measured at 2.6 cm from the distal weld. Microscopic examination of the guide wire revealed that both welds were observed to be full and spherical and no separations were observed. A tug on the wire at both ends confirmed the welds were intact. The guide wire length measured 601 mm and the od measured 0.805 mm. Both measurements are within specifications per the guide wire graphic (length: 596- 604 mm; od: 0.788-0.826mm). Microscopic examination of the ars revealed that no damage or defects was observed. A functional test was performed in an attempt to verify the complaint using the returned guide wire and ars. The guide wire was inserted into the ars four times each at a different orientation by rotating the syringe 1/4 turns at each insertion and with the plunger in and out. The guide wire passed through each time and no resistance was met. The IFU for this product describes suggested techniques to minimize the likelihood of other remarks: guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and found no evidence to indicate a manufacturing related cause. The probable cause of the guide wire kinking during insertion could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in anesthesia, the md noticed that the guide wire was bent. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.